Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent temperature alarm occurred. The customer was outside with pump strapped onto wheelchair in direct sunlight. Reportedly, the pump was not exposed to abnormal temperature conditions. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.